Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, an alliance handle was used with the trapezoid rx attempting to crush a 1.5cm stone. However, the handle cannula broke. A spyglass with laser was used to break the stone within the impacted basket. There were no patient complications as a result of this event.

Manufacturer narrative:
Block d4,h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Imdrf device code a23 captures the reportable event of basket failure to crush stone. Imdrf impact code f2301 captures the reportable event of a additional device required to break the stone.